Event description:
A pre-deployment angiogram was taken performed and a 6f angio-seal vip device was deployed in the right common femoral artery. When transferring out of the cath lab, the patient complained of right leg pain. A pulse was not found in the right leg and the patient was placed back on the procedure table. An angiogram was performed and diagnosed that the right common femoral artery was completely occluded. The physician stated that it was due to the angio-seal device. A balloon was used to open up the artery and blood flow was re-established.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Manufacturer narrative:
(B)(4).